Event description:
The patient reported that she has been receiving continuous e4 (occlusion) alarms on her infusion device. She reported that her blood glucose values have been elevated. She stated that her blood glucose readings have been as high as 500 mg/dl as a result of the occlusion alarms. She reported that she administered humalog insulin shots until her blood glucose returned to her normal range of around 100 mg/dl. She reported that she experienced nausea and dry mouth as a result of the elevated blood glucose values. The pt then reported that she had a low blood glucose reaction which she was able to treat with food and drink. At the time of the call, the pt was able to successfully prime the device and bolus without receiving an occlusion alarm. The pt did not require any medical attention from a healthcare professional or second party to address the issue. No product will be returned.

Manufacturer narrative:
No product will be returned for eval.